Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc). Technical services (ts) discussed benefits and doubts of getting a new lead. The health care professional (hcp) will discuss with the hospital. The lead remains in use. No adverse patient effects were reported.